Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported sasuke microcatheter was returned for evaluation. The shaft of the returned sasuke was twisted and intermittently crushed for approximately 35mm from the tip. At approximately 5 - 8mm from the tip, the shaft surface was scraped and gathered distally to a bulge. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that sasuke was most likely trapped by the existing stent. Tensile stress generated with trapped sasuke would make the guiding catheter to react and move distally, causing the existing stent to deform. It was concluded that this event was not attributed to product quality. Damage observed on the returned sasuke microcatheter was too severe to completely rue out a possibility that some fragments might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: use caution when passing the asahi sasuke through an existing stent. If this product gets stuck in a stent strut, it may cause this product or the stent to be damaged, or the placed stent to be moved. [Malfunctions and adverse effects]: damage. Withdrawal difficulty.

Event description:
It was reported that an asahi sasuke double lumen catheter was trapped by an existing stent during a percutaneous coronary intervention (pci) to treat a mildly calcified, mildly tortuous, 75-90% stenosis in the segment #12 of the left circumflex artery (lcx). The existing stent was located from the left main trunk (lmt) to the left anterior descending artery (lad). An unspecified guide wire was delivered through struts of the existing stent down to the main lcx. Sasuke was delivered over the guide wire though the stent struts. Successful wiring of the target lesion was achieved with support of sasuke. When removed, sasuke was found trapped by the existing stent. It was able to move distally but unable to be released from the stent. During removal, the guiding catheter was pushed into the lmt to deform the existing stent and shut blood flow in the lad. Attempts to wire the lad failed and thus bypass grafting was performed. Sasuke was surgically removed at that time. The patient was fine after the surgery without adverse effect associated with this event.